Event description:
Pt states that about dozen needles were bent when he received them. (B)(6) pt ph# to (B)(4); medwatch submitted. Dose, frequency & route used: inject once a day. Therapy date: (B)(6) 2010. Diagnosis for use: insulin needle. Event abated after use: no.